Event description:
It was reported that the user experienced an overnight decrease in blood glucose that culminated in a low glucose event after a prior period of high glucose, associated with missed meal announcements on an ilet system; the event was treated with oral glucose and the user received troubleshooting and education on proper meal announcements and how the system learns meals. Symptoms included hypoglycemia and hyperglycemia ranging from 65 mg/dl to 242 mg/dl accompanied by diaphoresis. Outcomes included minor illness/impairment with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.